Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella pump for mechanical circulatory support and while transferring the patient via helicopter from the hospital to another, the automated impella controller (aic) had a controller failure alarm. As there was no available replacement, the impella pump continued to support the patient on this aic. The pump ran without incident and the alarm was said to have disappeared after approximately five minutes. It was reported there was no harm to the patient as a result of this event.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. The impella device was not returned for evaluation. Data analysis: review of the log confirms the complaint. An error of ¿bad_pressure_sample_mask¿ occurs, followed two minutes later by a controller error alarm due to ¿optical bench ambient pressure out of range.¿ the console software has hard coded limits for minimum and maximum ambient pressure. These are 550mmhg and 825mmhg, respectively. Ambient pressure measurements outside of this range and lasting for 2 minutes or more will trigger a controller error alarm due to what is perceived as an invalid measurement. The complaint states that the alarm occurred during helicopter transport between facilities. The decrease in ambient pressure that occurs with increased altitude during air transport has been known to trigger ambient pressure controller error alarms in the past. There was no issue found during the case. The device functioned/operated to specification. D.3. Email should have been left blank on 1220648-2025-30498.